Event description:
The event is not a singular event. It is recurring since we switched to the medline surgeons gloves. The gloves rip and tear easily. A surgeon even lost a glove tip during a surgery, however, it was recovered. The packaging is also hard to open and remain sterile so multiple packages are opened. The gloves were recently redesigned in order to fit the back of the hand better, but they tear just as bad as the old design.======================manufacturer response for surgeons gloves, signature glide and aloetouch green (per site reporter).======================a sample was returned to the manufacturer for inspection, however we have more samples.what was the original intended procedure?hand protection.